Event description:
During implantation of the lifesite device in 2001, a sheath was placed into the superior vena in interventional radiology via chest wall vein. On attempted lifesite insertion via the sheath it was found that the vein was too small to accommodate the lifesite cannulas. A guidewire was then placed into the superior vena cava via a percutaneous needle puncture. A second guidewire persistently entered the azygous vein and could not be directed into the superior vena cava. The guidewires were withdrawn and the pt subsequently became hypotensive. A chest x-ray showed a right hemothorax, a chest tube was placed and 700cc of blood drained. Procedure aborted due to hypotension. In 2001, during exploratory thoracotomy and evacuation of hematoma, torrential bleeding occurred and the site was found to by the azygous vein. The bleeding was controlled and lifesites were implanted. Nine days later, pt had a grand mal seizure during dialysis. Pt became pulseless and apneic. Echocardiogram showed pericardial effusion. A chest film showed an opaque right hemothorax. Pt passed away on that evening.